Event description:
It was reported that the actual temperature of the device was different from the displayed temperature. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as the main board assembly. It is presumed that the cause was the impact caused by the main unit dropping, etc. Main board b, enclosure and other related parts were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.